Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. An incorrect address was provided in section d3, g1 and incorrect manufacture number in the initial report. This supplemental report is to provide the correct contact information for this section. Correction: MDR was previously filled was incorrect routing number, the correct routing number should have been 2027009-2026-00479, since the initial MDR was filled with 9610617-2026-00479 we will continue on using it for additional supplemental that will be created for this MDR. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during testing with the endoscope camera system: after a period of use, the camera image became foggy, resulting in unclear view and unusable condition. The camera image was normal, but the aperture could not be adjusted, affecting intraoperative observation. The device has been taken out of service.". No negative impact in state of health reported.

Manufacturer narrative:
The device in question will no be returned to manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted the event is filed under internal karl storz complaint ID: (B)(4).